Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control tests on the contour next ez meter and obtained readings of 164 mg/dl, 150 mg/dl, 152 mg/dl and 149 mg/dl between 6:59 p.m. And 7:05 p.m. The meter did not automatically mark them as a control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour next ez meter and contour next control solution from lot # 8bv2g22 for evaluation. The test strips were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips and returned control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.